Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed post sensed t wave oversensing. No programming changes were made. Patient monitoring will continue.